Event description:
It was reported to philips that the image storage was unavailable, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Philips has completed a good faith effort to get further information regarding patient, procedure outcome and troubleshooting actions. However, the customer has not provided the requested information. Based on log analysis, philips confirmed a malfunction in the frontal ippc (image processing pc). Since no further response was received from the customer, no additional actions were taken. The codes have been updated based on the investigation's outcome.